Event description:
It was reported that a user experienced persistent hyperglycemia after initiating ilet therapy, including readings above 400 mg/dl for several hours on the first day and recurrent values above 250 to 400 mg/dl despite minimal intake, while long-acting insulin continued as prescribed; the pump was active and delivering insulin, and tubing patency was confirmed during a disconnect and fill-tubing check, with education provided that the system requires time to learn insulin needs and may correct conservatively early in use. Symptoms included hyperglycemia. Outcomes included transient elevation in glucose without hospitalization, with subsequent improvement as glucose trended downward. Investigation included review of synced pump and glucose data and guided troubleshooting of the infusion set and delivery pathway. Investigation of this case revealed evidence of insulin delivery with no device malfunction observed, and a potential infusion site absorption issue was discussed as a contributor if glucose failed to decline. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.